Event description:
We received an allegation of questionable ion-selective electrode (ise) results for 1 patient sample tested on a cobas pro ise analytical unit. Results for the following tests were affected: sodium (na) and chloride (cl). Na: initial result: 157 mmol/l. Repeat result: 139 mmol/l. Cl: initial result: 116 mmol/l. Repeat result: 102 mmmol/l. Delta flags in the customer's laboratory information system (lis) prompted the repeat of the sample. The repeat results were deemed to be correct. Reportedly, an amended report with the correct results was issued.

Manufacturer narrative:
The na and cl electrodes' lot numbers and expiration dates were not provided. The spin time appeared to be shorter than recommended. The 1st calibration was slightly problematic while the 2nd calibration was acceptable. The provided data showed qc issues on the day of the event. The customer then replaced the electrodes and repeated calibration and qc and the results were acceptable. The field service engineer (fse) found that the root cause was due to ise instability (component failure). He worked with the customer on incorporating a new set of maintenance solutions and tips for daily wash rack. The fse's intervention resolved the issue. No further issues were reported after the service visit.